Event description:
While using a byte day aligner, patient reported that their lower central incisors scrape against the back of their upper incisor. This happens when they close their front teeth together. This is causing a dull numbness in both upper and lower central incisors as well as straining their jaw muscles. Requested additional information from patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.